Manufacturer narrative:
A ge service rep investigated the issue and found a defective ps1 power supply that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.